Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an infusion, the pt saw smoke coming from the back of the pump and called the nurse. The nurse confirmed the smoke, disconnected the unit from the mains and the pt, and took it out of service. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.